Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On 07/11/2025, it was reported that the patient felt sick, lightheaded, dizzy and stated the readings on the phone were fine but unable to recall actual readings. The patient checked bgm and was showing high readings but unable to recall actual readings. The patient called the doctor to check. He went to the hospital and was discharged approximately on (B)(6) 2025. Treatment and management of symptomatic hyperglycemia was not documented in this record. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.